Event description:
A customer contacted beckman coulter inc. (Bec) stating that while troubleshooting crph results suppressed errors (error codes - bl rate high, bl mean dev, bl max dev, init rate low, rx1 mean dev, rx1 max dev), they noticed spatter around both mixer paddles, under and on top of the reaction wheel cover in the unicel dxc 800 pro synchron clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment (ppe) before troubleshooting. Cts discussed the syringes and valves and informed customer that new mixer paddles, 3 way valves and sample syringes can be sent but customer asked for service request. A field service engineer (fse) was dispatched (B)(4) 2011 and checked the cartridge chemistry (cc) reagent syringe and found it to be very sticky. Fse replaced syringe and realigned reagent probe. Repair was verified per established procedures and results met published performance specifications. (B)(4).